Event description:
During an interventional procedure, the balloon of the 2.25 x 13mm cypher select burst. The target lesion was the left anterior descending (lad). The vessel was calcified. The the balloon burst at 20 atm. A 2.25 x 08mm stent was used to complete the procedure. There was no patient injury. No additional information was given.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.